Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Quality assurance/regulatory affairs were notified of the labeling issue and a recall was issued to those customer. The most probable cause of the reported event is mislabeled controls.

Event description:
On (B)(6) 2017, a clinical support specialist for latin american reported that there are two different ranges for each of the two control levels for their aia-360 analyzer. They reported the one set of the ranges is for the a1a analyzer and the other ranges are for the cl2400 analyzer that had not been released in the u.s. Technical support informed the css that the customer should only use the a1a control range values. There was no indication of patient intervention or adverse health consequences due to the mislabeling of controls.